Event description:
It was reported that ongoing cartridge alarms occurred during the load sequence. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.